Event description:
The customer reported that the lh780 hematology analyzer generated erroneously low platelet results (83 x 10 to the power of 3 cells/ul) on one pt sample. The test results were accompanied by the instrument-generated flag "l" for a result below the pt limit as set by the laboratory. A manual estimate of platelets in the sample was 112 - 124 x 10 to the power of 3 cells/ul. In addition the customer noted "rare large platelet forms" and "rare tiny platelet clumps" as part of the manual review. There were no clots observed in the collection tube. The pt sample was processed on the lh780 analyzer as part of ongoing evaluation of the sample by the customer and these test results were not reported out of the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for pt 1 of 1 on analyzer 2 of 2. See MDR # 1061932-2010-00132 for pt 1 of 1 on analyzer 1 of 2. An analysis of the raw data associated with this pt sample did not reveal any obvious instrument problem regarding platelet counting. The front the wbc (white blood cell) histogram was clean, indicating that there was no interference from giant platelets or clumps. The root cause for the observed difference between the instrument platelet results and the manual estimate is unknown.